Event description:
It was reported that the pt complains about fluctuations in sound loudness since (B)(6) 2011, which has been increasing gradually. The external parts were checked. Testing in situ shows variations of impedances when the pt is moving his head or opening his jaw. There is no accident or trauma known. The pt will probably be reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.